Manufacturer narrative:
Possible lot numbers of sulu: n5m0048kx, n5m0436kx, n6b504kx. Reinforcement material use in conjunction: not available. Gender: not available. Age and weight: not available.

Event description:
According to the reporter, during a open law anterior resection / double stapling, upon the first fire the surgeon clamped the tissue with the maximum articulation and started to fire the device; then the click sound was heard and the device stopped firing in the middle. Since the device did not start to fire with pressing the blue toggle again, the jaws were released normally, the second sulu was opened and the surgeon attempted to fire the device; however, the device did not fire at all. Single-use handle was opened to continue. Last patient's status: under observation.

Manufacturer narrative:
Tracking number: (B)(4). Device egia60amt has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two reloads. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual evaluation of both reloads noted that one was fully fired, one was partially fired but both had deformed anvil clamping mechanisms. Functional evaluation noted that the reloaded tested as expected. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.